Manufacturer narrative:
(B)(4).

Event description:
The patient received two occipital leads with the same lot number. It was reported the patient experienced unintended stimulation with movement of her head (date of event unknown). High impedance readings were noted on multiple contacts at the distal end of the right lead. Furthermore, surgical intervention was undertaken during which time the physician opted to explant the leads due to unintended stimulation and an infection (reference MFR report#1627487-2016-00527). Reportedly, the ipg was left in the pocket with future plans to implant new leads at a later date.